Event description:
The pt stated ,that her blood glucose readings are higher than normal. She stated that, she received a reading of 570 mg/dl and she bolused through her infusion device. She stated, that a normal blood glucose reading for her is around 120 mg/dl. She stated, that her blood glucose decreased to 378 mg/dl, but it had elevated to 500 mg/dl at the time of the report. The pt stated that, she had 3 surgeries recently and she had a sore on her foot that would not heal. Her physician has recommended that she discontinue use of the infusion device. The pt stated that, she would contact her physician. Further attempts to contact the pt for follow up were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned fo revaluation.

Manufacturer narrative:
No product will be returned for evaluation.